Manufacturer narrative:
Section d4 primary UDI number has been updated.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp device was inserted surgically into the left femoral artery in a 62-year-old female patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in an out-of-hospital cardiac arrest requiring cardiopulmonary resuscitation (CPR), in scai stage e shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. While the patient was in the intensive care unit (ICU), the patient coded for 22 minutes with return of spontaneous circulation (rosc) achieved. The physician did not attribute the patient's code to the impella. It was noted that the patient coded in the emergency room (ER) requiring CPR and multiple shocks prior to impella placement. It was also noted that the patient's ph was 6.95, had several blockages, and was on multiple vasopressors. After three hours on support, the family withdrew care and the patient expired on support. The impella functioned at p-9 at 3.4l/min as intended. The impella is conservatively being reported for death; however, is unlikely to have contributed to the patient's death, which was most likely due to the underlying clinical condition of a critically ill patient in acute myocardial infarction and cardiogenic shock, complicated by stage e shock.

Manufacturer narrative:
Investigation summary (cardiac arrest): the root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
Section d4 serial number was corrected.